Event description:
The manufacturer received information alleging failed test step occurred on a trilogy100 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy100 ventilator was returned to the third-party service center for evaluation. The evaluation is currently in process. The service center has made several attempts for customer approval for repairs with no response. If any additional information is received, a follow-up report will be filed.